Manufacturer narrative:
Patient identifier (a1) is (B)(6); reported here as patient identifier exceeded character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that vascular access complication - pseudoaneurysm and acute blood loss anemia. It was reported that faradrive steerable sheath selected for radiofrequency ablation (redo) clinical procedure. Vascular access complication - pseudoaneurysm and acute blood loss anemia had occurred. It was required prolonged hospitalization. No further information the procedure outcome was disclosed.